Manufacturer narrative:
One used 2.9 barrel abrader, power-mini burr was returned for evaluation. Visual inspection confirmed that there was no evidence of metal debridement on the inner or outer tube assemblies or burr. There were found to be abrasions to the magnet surface, some stress cracking at the gase of the outer blade and the outer blade was found to be bent beyond design tolerance. Indications suggest the assembly may have experienced an excessive lateral loading. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause was determined to be user error. (B)(4).

Event description:
During an osteochondritides resection procedure, it was reported that filings were left in the articular during surgery. It was stated that the device was worn out in front of the inner blade, just before the burr. The surgeon managed to remove the filings by using another shaver blade. There were no reported patient injuries or complications. A few minute delay was also reported.